Event description:
The report indicated that within four hours of activating a new pod, the customer experienced consistently high bgs (334-439mg/dl) despite having administered multiple correction boluses. In addition, the pod had initiated an occlusion alarm. The pod will be returned for eval.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.